Event description:
Unknowingly inserted it string-side first. There was no way to retrieve it easily [foreign body in reproductive tract]. Physical discomfort: vagina [vulvovaginal discomfort]. Tampon had been loaded into the applicator the wrong way round [device physical property issue]. Case narrative: consumer reported via email that the tampon was loaded in the applicator the wrong way around. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Unknowingly inserted it string-side first. There was no way to retrieve it easily [foreign body in reproductive tract]. Physical discomfort - vagina [vulvovaginal discomfort]. Tampon had been loaded into the applicator the wrong way round [device physical property issue]. Case narrative: consumer reported via email that the tampon was loaded in the applicator the wrong way around. No serious injury was reported.